Event description:
The customer reported error code 13-1033-149. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error code 13-1033-149. Technical support - logic board: informed most likely due to the logic board. However recommended reflashing firmware. Walked customer through flashing. Recommended performing pm. If error code persist, send in for a level two repair. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - informed most likely due to the logic board. However recommended re-flashing firmware. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error code 13-1033-149. There was no patient involvement.